Event description:
During on site installation the console indicated "battery on" when plugged into an outlet. The problem was found to be due to the k2 relay on the main power supply board. The relay was replaced and the problem resolved. There was no pt involvement.